Event description:
The customer has requested to have the device evaluated for continuous error codes during the stereotactic breast biopsy procedure. The error codes occur in the 'sample' mode. The probe is re-initialized and the procedures are completed. There have been no pt consequences reported.

Manufacturer narrative:
(B)(4). Eval summary: the analysis site confirmed the customer's complaint and found the green dc motor adapter stripped causing continuous error codes. To correct the issue the analysis site replaced the dc motor adapter and compression couplings. The u-handle was replaced due to the lcd display would not lock into place. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.